Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device fell out of the mounting bracket while the ambulance was driving. The handle of the bracket was not closed sufficiently enough; therefore, the device fell about 1 meter on its handle within the ambulance. It was indicated that following this incident, the device did not power on. There was no physical damage to the device, but there was no reaction when turning on the device. It was also indicated that before the crash, the nurses noticed that the device was sometimes difficult to power on. There were no reports of pt use associated with the reported failure.